Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent move on balloon occurred. The target lesion was located in a coronary artery. A 4.00mm x 20mm synergy¿ drug eluting stent was advanced to treat the lesion. However, during advancing, the physician had doubts under cinecardioangiography and when the device was removed, it was noted that the stent got shifted from mounting. The procedure was completed with another with the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed severe damage. The stent struts were bunched and overlapping. The stent was moved proximally on the balloon onto the outer extrusion. The manufacturing crimp data for this device was reviewed and there were no issues to note. The maximum stent profile measurement was found to be within maximum crimped stent profile measurement. The balloon body was reviewed, it appeared positive pressure had been applied to the balloon and a vacuum pulled. The balloon wings were out of the original folded position. A visual and tactile examination of the hypotube revealed several severe hypotube kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and there were no issues to note. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that stent move on balloon occurred. The target lesion was located in a coronary artery. A 4.00mm x 20mm synergy¿ drug eluting stent was advanced to treat the lesion. However, during advancing, the physician had doubts under cinecardioangiography and when the device was removed, it was noted that the stent got shifted from mounting. The procedure was completed with another with the same device. No patient complications were reported.